Event description:
User stated "I fell and the quad cane broke." Device returned for eval.

Manufacturer narrative:
The original device was evaluated. The plastic piece used to attach the rubber caps broke. The remaining three pieces were intact. No evidence that the cane was defective.